Event description:
When performing indication testing during an implant a pop was heard and noted that the chronic lead had a black burn mark on it. The lead was capped and a new lead was implanted. It was reported that a charge had bee aborted due to possible output circuit damage.